Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set patch did not stick to skin upon insertion.

Manufacturer narrative:
Initial 7 of 10. Name: tandem. Street: (B)(6). Line 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.